Event description:
The customer (biomed) indicated that after replacing the therapy connector and reassembling the device from a previous repair, the device would not power on. The device powered on prior to the customer's replacement of the therapy connector, so it was initially determined that the power failure had been caused by the customer during their repair work. Upon further evaluation by physio-control, it was observed that the cause of the power failure was not due to the customer, but was actually a failure of the device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed pcb assemblies at the failure analysis center and determined the cause of the failure to be due to a worn keypad switch (power button), designator sw36 on the user interface pcb assembly.